Event description:
It was reported the colonovideoscope had a "windshield wiper" (air/water nozzle) that was not working properly. The issue occurred during a therapeutic colonoscopy procedure. The procedure was prolonged greater than 30 minutes and completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received from the customer. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.